Event description:
It was reported in a draft study publication " unique latarjet hardware complication" written by surgeons from the facility and provided to arthrex product management which detailed the following incident. Patient did well with procedure for 3 years and then had significant trauma. A CT scan demonstrated complete resorption of the graft with loosening of the screws. Patient underwent a revision with iliac crest bone graft. She did well then fell and again dislocated her shoulder. She did not undergo a repeat revision.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted device was requested for evaluation but was not returned. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is failure to follow the post-op rehab protocol. The directions for use states: postoperatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.